Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-1132, serial number: (B)(6), batch/lot number: 17530668, model/catalog description: precision spectra ipg kit, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patients right sided lead was severed, as shown on the x-ray. Additional information was received that the patients implantable pulse generator (ipg) was no longer working as intended as it would no longer holds a charge. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were not returned.

Event description:
It was reported that the patients right sided lead was severed, as shown on the x-ray.

Manufacturer narrative:
Block b3: exact date unknown, event occurred four years from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 17589989, UDI: (B)(4).